Event description:
The orsiro mission drug-eluting stent system was selected for treatment of an unspecified vessel. Upon unpacking outside the patient, the device was found to be damaged.

Manufacturer narrative:
Combination product: yes.